Event description:
During testing at the user facility, it was found that the device ac power cord ground prong was bent. The device was brought to the biomedical department with a note that stated, "part to hold tubing doesn't work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects or delays in critical therapy. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.